Manufacturer narrative:
Product ID 8591-38, lot# c66917, implanted: 2011 (B)(6); product type accessory product ID 37752, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient wanted to know if the battery was supposed to die inside of them. It was noted that the patient was trying to charge and it won¿t charge up. It was further noted that this started that week prior to the report and at the time of the report it ¿would not charge, period.¿ it was further reported that it would stop for a minute and then start back up. When asked to clarify the patient stated that it ¿would shock you for a while and stop.¿ it was verified that ¿shock¿ meant stimulation. It was noted that the patient calls it shocking. It was further reported that the last successful recharging and the last time stimulation was felt was the week prior to the report. The patient reportedly tried to charge up the night prior to the report and could not. The patient had also been trying to recharge in the few days prior to the report and it would not charge. The patient reportedly tried to communicate with the implantable neurostimulator (ins) using the recharge and the patient programmer and the patient reported seeing the reposition antenna screen on the recharger and the poor communication screen on the patient programmer. It was later reported that it was suspected that the patient was in overdischarge. Additional information has been requested but was not available as of the date of this report.